Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient complains of pain, swelling, and muscle spasms in the right hip. The patient reports pain the center of the hip as well as weakness.